Event description:
It was reported that during an unknown case, there was an error code 3. No patient consequence. The case was completed with another device.

Manufacturer narrative:
Evaluation summary - the hand piece was returned with a loose mount. The analysis was performed and it was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and no error code 2 was noted. The hand piece was disassembled and a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead to an error code 3. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.